Manufacturer narrative:
Follow up information was received from the customer on 03/02/2016 stating that no further issues were noted with the pump time.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was noted to be off by 8 minutes. There was no impact to the customer's blood glucose level. Tandem technical support guided the customer through setting the correct time.